Manufacturer narrative:
Analysis of the ins, (B)(4), found no anomaly. Analysis of the torque wrench found no anomaly.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient lost coverage a couple days ago, and was going to have a pocket revision the day of current report. Impedance testing was performed and found that one lead had high impedances > 40,000 ohms, except for on the zero electrode. An x-ray was taken of the patient¿s thoracic spine, but not the actual implant, to see if the lead was not fully inserted. It was noted that it did not appear that the lead had moved. The manufacturer representative believed that the issue was related to the screwing down of the lead on the header block. It was reported that when the pocket was opened during the revision, the lead just came right out, without using any wrenches. It was reported the 8-15 port was fine. It was reported that the patient¿s implantable neurostimulator (ins) setscrew was not holding the lead in port 0-7. At the time of current report, the patient was in the or for an ins revision. The original ins had high impedances yesterday on all contacts in the 0-7 port. A procedure was performed to troubleshoot the issue. On the original ins, the lead was able to be pulled out of the port. It was thought by the manufacturer representative and health care provider that the setscrew hadn¿t been tightened appropriately. The lead was reinserted and tightened with the torque wrench, clicking was heard, but the lead still easily pulled out of the port when it was tugged on. The health care provider tried a second ins. The leads were inserted, the setscrews were torqued down and tightened, clicks were heard, and the lead still easily pulled out of the 0-7 slot. When the leads were switched to the opposite ports, the lead did not pull out. Impedance testing was found to be within normal limits on the second ins. It was reported the patient had no stimulation of the right side. The original ins was explanted and replaced with the second ins. It was reported the patient recovered without sequela. It was reported the patient was receiving therapy with the new ins. The cause of the issue was unknown.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3550-45, lot # unknown, product type accessory; product ID neu_set_screw, lot # unknown, product type accessory; product ID 97714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the lead tail had pulled out from the implantable neurostimulator (ins) from surgery to post operation. Additional information received reported the patient was doing well.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported within 2 weeks of the implant of the first device, the left side was not working and the patient was having stimulation issues. The stimulator was explanted in (B)(6) 2013. The patient said he was explanted because the stimulator was faulty. The mechanism to lock in the leads was not working properly. The lead came loose from the generator over time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.